Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona ultracongruent articular surface right 10mm catalog #: 42522200510 lot #: 63042815, persona cruciate retaining cemented standard femoral component right size 9 catalog #: 42502606602 lot #: 62956222, persona cemented stemmed tibial component right size f catalog #: 42532007502 lot #: 63118706, palacos rg bone cement 1x40 single catalog #: 00111314001 lot #: 80934425, persona all-poly cemented patella 32mm catalog #: 42540200032 lot #: 63049977 the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0002648920-2024-00072 3007963827-2024-00074 0002648920-2024-00073 0001822565-2024-00922.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, arthrofibrosis, stiffness, limited range of motion, radiolucency and tibial and femoral implant loosening approximately five (5) years following right knee arthroplasty. In the months and years following the revision, the patient continued to progress and pain resolved. Initial operative notes noted no intraoperative complications. Revision operative notes noted under the indication for the procedure, "the patient did have severe arthrofibrosis with an arc of motion of about 40 degrees as well as radiographic evidence of loosening of both [the] femoral and tibial components." During the procedure, notes noted, "there was severe arthrofibrosis throughout the anterior compartment as well as medial and lateral gutters...no bone loss during removal of [the femoral component]...it did take quite a bit of time to expose the tibial component secondary to [the] severe arthrofibrosis...there were no fractures encountered and absolutely no bone loss was encountered during tibial component removal." All components were removed and no intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Proposed component code: mechanical (g04) - stem. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2020 exam, contracture and instability in the coronal and sagittal plane confirmed, severe pain, 5-10 degree flexion contracture, total flexion 61-65 degrees, severe stiffness; revision surgery: all components removed required osteotome and saw release to implants. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.